Manufacturer narrative:
G4:10mar2021. B4:13mar2021. The customer suspects bad bolts. The remote service engineer (rse) advised replacing the oxygen (o2) fitting kit. The field service engineer (fse) removed the loctite from the screws to resolve the issue. The unit did not get proper ground resistance when there was loctite on the screw. The unit was tested, and it returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021.

Event description:
The customer reported the unit failed electrical safety testing at the oxygen (o2) inlet. The customer confirmed good ground to the gas delivery system (gds). The customer verified good reading when removing the inlet mount bolts and reading in the (gds). The unit was not in use, and there was no patient or user harm reported.